Event description:
Passed away recently in a extended care facility of heart failure [heart failure (nos)] case narrative: initial information from united states received on 30-nov-2020 regarding an unsolicited valid serious case from a non-healthcare professional (son of the patient) via call center. This case involves a 99 years old female patient who passed away recently in a extended care facility of heart failure, after she received treatment with medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. Patient had not used this product (hylan g-f 20, sodium hyaluronate) for the first time. On an unknown date, the patient started using hylan g-f 20, sodium hyaluronate (formulation, dose, route and frequency unknown) (batch number- 9rsp012a; expiration date: 31-may-2022) for unknown indication. On 30-nov-2020, after unknown latency, patient passed away recently in an extended care facility because of heart failure (cardiac failure). This event was assessed as medically significant and was leading to death. It was unknown if an autopsy was done. The patient had received another dose through the pharmacy which was unopened, and the patient could not use in, the reporter was hoping that they could donate it out to someone in need since it was so expensive. However, once a medication left the pharmacy's counter, especially once it entered a home it could not be given to someone due to safety concerns. As per reporter, hylan g-f 20, sodium hyaluronate had nothing to do with patients' death. No more information provided. Action taken: not applicable it was not reported if the patient received a corrective treatment. Outcome: fatal reporter causality: not related a product technical complaint (ptc) was initiated on 01-dec-2020 for synvisc for batch number: 9rsp012a and global ptc number: 100085393 adverse event reports with or without lot numbers were continuously monitored, and possible associations with their corresponding product lot were assessed, as part of routine safety surveillance effort to detect safety signals. The production and quality control documentation for lot number 7rsp010c was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot number batch record review & lot number frequency analysis for the concerned lot number no CAPA (corrective and preventive action) was required. This review had not indicated any safety issue. As of 04-dec-2020 there are 13 complaints on file for lot number 9rsp012 and all related sublots. 9 out of those were for 9rsp012a: (5) adverse event reports, (1) plunger defect and (3) leakage. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Investigation completion date: (B)(6)2020 additional information was received on(B)(6)2020 from other healthcare professional. Global ptc number was added. No significant information was received. Additional information was received on (B)(6)2020 from healthcare professional. Investigational results for ptc added. Expiration date added for suspect batch number. Text amended accordingly.

Event description:
Passed away recently in a extended care facility of heart failure [heart failure (nos)] case narrative: initial information from united states received on 30-nov-2020 regarding an unsolicited valid serious case from a non-healthcare professional (son of the patient) via call center. This case involves a (B)(6) years old female patient who passed away recently in a extended care facility of heart failure, after she received treatment with medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. Patient had not used this product (hylan g-f 20, sodium hyaluronate) for the first time. On an unknown date, the patient started using hylan g-f 20, sodium hyaluronate (formulation, dose, route and frequency unknown) (batch number: 9rsp012a; expiration date: unknown) for unknown indication. On (B)(6) 2020, after unknown latency, patient passed away recently in an extended care facility because of heart failure (cardiac failure). This event was assessed as medically significant and was leading to death. It was unknown if an autopsy was done. The patient had received another dose through the pharmacy which was unopened and the patient could not use in, the reporter was hoping that they could donate it out to someone in need since it was so expensive. However, once a medication left the pharmacy's counter, especially once it entered a home it could not be given to someone due to safety concerns. As per reporter, hylan g-f 20, sodium hyaluronate had nothing to do with patients' death. No more information provided. Final diagnosis was passed away recently in a extended care facility of heart failure. Action taken: not applicable. It was not reported if the patient received a corrective treatment. The patient outcome is reported as fatal. Reporter causality: not related (hylan g-f 20, sodium hyaluronate had nothing to do with patients death).